Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: there is not enough info provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional info was requested on 05/16/2011, 05/20/2011, and 06/01/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported, a pt seeing a "temporal arch-like edge" glare symptom noticeable in darkness following intraocular lens (iol) implant surgery. The surgeon reported he is treating the pt with artificial tears and has referred her for a second opinion. Additional info has been requested.